Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer did experienced the symptoms such as nausea,difficulty breathing and vomiting. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer's mother also reported that her son was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 375 mg/dl. The customer did experienced chest pains having a hard time breathing. The customer was wearing the insulin pump during the hospitalization. The customer¿s mother reported that hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. Customer was treated with manual injection and bolus. The customer was wearing the insulin pump during the hospitalization. Customer stated the drive support cap appears normal. Customer also reported that the blood glucose was 111 mg/dl, 220 mg/dl, 498 mg/dl, 325 mg/dl. The insulin pump will not be returned for analysis.